Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a replace battery now alarm without low battery. The customer¿s blood glucose level was 15 mg/dl. The customer also stated that they received alarm which is due to power system. Troubleshooting was performed for replace battery now. The product will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was received with power error detected alarm and battery power loss alarm due to non-sleep anomaly software error.